Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent spaceoar placement and gold marker implantation on (B)(6) 2025, for prostate cancer treatment. The procedure was uneventful, and the spaceoar was confirmed to be in the optimal position via magnetic resonance imaging (MRI) on (B)(6) 2025. Proton beam therapy commenced on (B)(6) 2025, but the patient experienced a blood stool on (B)(6) 2025, prompting a colonoscopy on (B)(6) 2025. The colonoscopy revealed a well-circumscribed ulcerative lesion in the rectum, which the gastroenterologist suspected might be a rectal invasion of prostate cancer. However, a biopsy did not show any malignant findings. The patient reported a peculiar symptom from may (B)(6) 2025, where a jelly-like white substance, possibly the spaceoar, was present in every bowel movement. This symptom has since resolved. The patient also experienced pain during defecation but no bleeding or fever. An MRI was scheduled to further investigate. It was suspected that the rectum was injured during the hydrogel placement, which caused the migration of the hydrogel. It was confirmed that the hydrogel was present in the patient's rectum.